Event description:
A malfunction alarm identified as malf 12 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any issues arise again.